Event description:
Customer called to report that the pump was not beeping when giving an audio bolus. The pump was not on vibrate mode even though the customer is visually impaired and would need to hear or feel the beeps. Customer stated that the problem is sporadic and happened at least once a day for the last week.